Event description:
It was reported that 5 bd recykleen¿ foot-operated trolley sharps collectors had lids that were difficult to close. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are having some troubles with our carts we had maintenance come up and have a look it looks like we use them to much they are starting to wear a bit. The ref#305093 on the bottom of the cart. Maintenance thinks that the tensioner and the springs are shot on the cart. We are finding that a lot of them are not popping shut after opening, even when they open they are dragging."

Manufacturer narrative:
H6: investigation summary: a sample was returned for investigation and forwarded for a supplier investigation. It was reported the trolleys are worn out including the tensioner and springs; it was also reported that the lids are dragging and not shutting properly. The cable used by the foot pedal on the trolley to open the sharps container is damaged. It was identified that the spring mechanism from the mechanical cable assembly (part number mc3552aaq provided by their 3rd party supplier) was broken causing the cable to cut through the metal bracket and trolley. A review of the device history record (DHR) showed there were no issues reported like trolley damaged during the manufacturing process. A review of non-conforming material report (ncmr) was performed for the last twelve months there no issues reported like trolley damaged for the same part number throughout the last twelve months. The root cause was confirmed to be the spring component of the mechanical assembly. All inventory of raw material part affected was placed under quarantine area through a new non-conformance. Containment actions were implemented within the manufacturing process to prevent this issue and a quality alert has been posted. Bd will continue to monitor for any trends.

Manufacturer narrative:
OEM manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd recykleen¿ foot-operated trolley sharps collectors had lids that were difficult to close. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we are having some troubles with our carts we had maintenance come up and have a look it looks like we use them to much they are starting to wear a bit. The ref# (B)(4) on the bottom of the cart. Maintenance thinks that the tensioner and the springs are shot on the cart. We are finding that a lot of them are not popping shut after opening, even when they open they are dragging".